Event description:
Follow up reported, the patient did not have concerns with their device or therapy.

Event description:
It was reported when a patient turned there device off and walked through a security gate they attempted to turn the device back on and saw "interstim connect" on the screen. The message cleared after a second try. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01xd6, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).